Event description:
It was reported that the patient¿s blood glucose level rose to 15.4 mmol/l (277.2 mg/dl) between 37 and 48 hours of wearing the pod. The reporter stated there was insulin leaking from the pod. The adhesion was puffed up and they could smell insulin. The pod was removed from their thigh, and treatment was resumed. The device evaluation found a tear in the cannula.

Manufacturer narrative:
The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear which caused leakage, as fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damage or defects were found with the device, and the cause of the event could not be conclusively determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Please see updates to h2 & h3.